Event description:
It was reported that in late 2014 the patient noticed a "localized abscess" and in early 2015 "had a fistula discharging from his perineum." The patient stated that during an outpatient exploratory surgery to remove the fistula, the sling appeared be the cause for infection. The patient was then admitted to the hospital and the sling was removed. No additional patient complications were reported in relation to this event.